Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) since 2015 and omeprazole since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and endometriosis ("other injury(ies) or complication please describe: endometriosis"), 3 years after insertion of essure (ess205). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ chronic pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- partial, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, psychological trauma, bladder disorder, fatigue, headache, weight increased, migraine, nausea and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Insertion details, specify- one trailing coil from the left side was left in the uterine cavity. 3 trailing coils from the right side were left in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2012: the serosa is pink-tan, smooth and glistening. The uterus is bisected to reveal a 4.5 x 3.5 cm endometrial cavity, which is lined by hemorrhagic, lush, red-tan and up to 0.3 cm thick endometrium. The myometrium is 2.4 cm thick and is grossly unremarkable. In the bilateral cornua are segments of coiled, metallic material, which are grossly consistent with devices embedded for sterilization. The right ovary measures 2.5 x 2.0 x 0.6 cm and is sectioned to reveal multiple hemorrhagic cysts measuring up to 1.0 x 1.0 x 0.7 cm. The fallopian tube measures 7.0 cm long and 0.5 cm in diameter. It is fimbriated, and there are multiple para tubal cysts measuring up to 0.4 x 0.4 x 0.3 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (ess205) (batch no. 624478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) since 2015 and omeprazole since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and endometriosis ("other injury(ies) or complication please describe: endometriosis"), 3 years after insertion of essure (ess205). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ chronic pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- partial, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, psychological trauma, bladder disorder, fatigue, headache, weight increased, migraine, nausea and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2007. Insertion details, specify one trailing coil from the left side was left in the uterine cavity. 3 trailing coils from the right side were left in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Pathology test on (B)(6) 2012: the serosa is pink-tan, smooth and glistening. The uterus is bisected to reveal a 4.5 x 3.5 cm. Endometrial cavity, which is lined by hemorrhagic, lush, red-tan and up to 0.3 cm thick endometrium. The myometrium is 2.4 cm thick and is grossly unremarkable. In the bilateral cornua are segments of coiled, metallic material, which are grossly consistent with devices embedded for sterilization. The right ovary measures 2.5 x 2.0 x 0.6 cm and is sectioned to reveal multiple hemorrhagic cysts measuring up to 1.0 x 1.0 x 0.7 cm. The fallopian tube measures 7.0 cm long and 0.5 cm in diameter. It is fimbriated, and there are multiple para tubal cysts measuring up to 0.4 x 0.4 x 0.3 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: f/u 2 and f/u 3 processed together. New pfs received- event ¿ injury¿ replaced with new events pain: chronic pain, pelvic/abdominal pain, bleeding: gen. Abnormal. Bleeding, breakage/ expulsion: breakage, perforation: other ,fallopian tubes, bladder/urinary problems: bladder problems,other injuries/symptoms: fatigue, headaches, weight gain, migraine, nausea. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. Lab data was added. On (B)(6) 2019: f/u 2 and f/u 3 processed together. New pfs received- new events added; abnormal bleeding (vaginal, menorrhagia),endometriosis, lower abdominal pain. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Lab data was added. Concomitant drugs and new reporters information were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.